Event description:
Updated summary: based on the latest information. The customer also reported hypoglycemia, diabetic ketoacidosis, bleeding, and infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
In the study "short- and long-term complications of insulin pump therapy in children and adolescents with type 1 diabetes: a multicenter cross-sectional study from saudi arabia." It was reported that customer alleged difficulties with data downloading and login, occlusion, increased water damage, catheter kinking, tube blockages, needle dislodgment, air bubbles, and screen malfunctions. The customer also reported skin issue like skin pigmentation, and scarring and symptoms of abdominal pain at injection sites as well. The event involved products mmt-1780x, mmt-332, mmt-399a, and mmt-6102. Troubleshooting was not performed. No further patient complications were reported. No products were returned for analysis as a result of the study's findings.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Bakkar, ayman. "Short- and long-term complications of insulin pump therapy in children and adolescents with type 1 diabetes: a multicenter cross-sectional study from saudi arabia." Therapeutic advances in chronic disease, vol. 16: 1¿13, 2025, https://doi.org/10.1177/20406223251381573. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.